Event description:
It was reported that during a hemorrhoidectomy procedure that the instrument was used, but it did not staple only cut. There was a crunch sound when the surgeon started to compress the firing lever. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.